Event description:
On (B)(6) 2017 the customer repeated the original sample on the same instrument and on an alternate advia centaur cp instrument; the results were similar to the redraw result obtained on (B)(6) 2017. The redrawn result was considered to be the correct result and it was reported to the physician(s).

Manufacturer narrative:
The initial MDR 2432235-2017-00490 was filed on 29-aug-2017. Additional information (22-jan-2018): a siemens headquarters support center (hsc) specialist reviewed the event data and determined that the actions taken by the siemens customer service engineer (cse) resolved the issue. Tni-ultra is sensitive to system wash performance was potentially corrected by performing the preventative maintenance (pm). The cause was not reproduced. A potential system issue, that was corrected by pm, or patient sample quality potentially contributed to the negative tni-ultra result. Corrected data 14-feb-2018: due to the supplemental MDR written on 14-feb-2018, it was discovered that a correction to the initial MDR needed to be made in describe event or problem and relevant tests/lab data. From: "the initial MDR indicated that "on (B)(6) 2017 the customer repeated the original sample on the same instrument and on an alternate advia centaur cp instrument; the results were similar to the redraw result obtained on (B)(6) 2017. The repeated result from the original sample on the same instrument was reported to the physician(s)". To: "on (B)(6) 2017 the customer repeated the original sample on the same instrument and on an alternate advia centaur cp instrument; the results were similar to the redraw result obtained on (B)(6) 2017. The redrawn result was considered the correct result and it was reported to the physician(s)" describe event or problem and relevant tests/lab data were corrected to reflect these changes.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) following the negative tni-ultra result obtained. An on-site siemens customer service engineer performed preventive maintenance. The cse ran multi-diluent precision, resulting satisfactory. The cse ran quality control (qc), resulting within specification. The cause of the discordant, falsely low tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low cardiac troponin I (tni -ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The patient was redrawn three hours later and tested on the same instrument, resulting higher. On (B)(6) 2017 the customer repeated the original sample on the same instrument and on an alternate advia centaur cp instrument; the results were similar to the redraw result obtained on (B)(6) 2017. The repeated result from the original sample on the same instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant falsely low tni-ultra result.